Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. The device was post-paced t-wave oversensing. The oversensing was noted on a stored egm. Programming changes were made during the device check and the patient was doing fine.